Manufacturer narrative:
One used lf5544 ligasure device was received, and evaluation of the sample confirmed an issue with the clear insulation. Visual inspection found the insulation was missing, causing the device to fail hipot testing. The missing insulation was not returned. The investigation identified the root cause of the issue to be misuse, where the insulation can be damaged through rough use or improper handling through a trocar. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A complaint was received that a device would not cut, and no patient injury resulted. However, examination of the received sample found an alternate reportable issue where the insulation of the device was missing.